Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The customer reported product problem was confirmed during functional testing. The product fault occurred because of a faulty pcb board. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that level 1 hotline low flow system (hl-90) failed the alarm test; the water level light failed to turn on. In addition, when the operator manually triggered the alarm, the light did turn on, however there was no sound. This product problem was observed during preventative maintenance. There was no patient involvement.